Event description:
A nurse reported problems with administering a secondary IV. She stated the secondary IV (100 cc bag) was running really fast, like a free flow, and the primary (250 cc bag) was running as well. She had the primary bag lowered on a hanger and programmed the secondary infusion. She had another nurse check the programming and the set up. She did note that the primary IV bag was really full as if no fluids had been given out of the primary or that may be the secondary went into the primary. She changed out the IV tubing. No pt harm reported. Customer stated that no further event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's report of secondary IV is running too quickly could not be confirmed due to the product was discarded and will not be returned for eval.